Event description:
I had essure placement in 2013. Since then, I have had numerous health conditions to include weight gain and unable to lose weight, headaches, abnormal tiredness, stomach cramps, body aches and pain, hives/rashes, sciatic pain which was so bad I was on a cane for 3 months, and memory loss/fog. I have had labs done to find out what is wrong with me but they all come back normal.